Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed volume test. It is unknown if a patient was involved in the reported event. No adverse effect was noted.

Manufacturer narrative:
Information was received on 12/01/2020 indicating that there was no patient involvement in this event. All errors occurred during testing. Device evaluation completion date: 12/16/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customers reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pumps delivery accuracy manufacturing specifications of +/-6%. No problems were found with the delivery accuracy of the pump. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.